Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq endoavf system products that are cleared in the us. The pro code and 510 k number for the wavelinq endoavf system products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the wavelinq device was not available for return. The event information stated that there was no wavelinq device deficiency or malfunction reported. The result of the investigation is confirmed for the reported patient adverse effects issue post endovascular arteriovenous fistula creation. The definitive root cause for the reported patient adverse effects issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use (IFU) for this wavelinq device was reviewed and the following sections are applicable indications. The wavelinq endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis contraindications. Known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. Known allergy or reaction to any drugsfluids used in this procedure. Known adverse effects to moderate sedation andor anesthesia. Distance between target artery and vein 15 mm. Target vessels 2 mm in diameter. Warnings cautions and precautions warnings. 1 the wavelinq endoavf system is only to be used with the approved commercially available devices specified above do not attempt to substitute nonapproved devices or use any component of this system with any other medical device system. 2 the wavelinq catheters are single use devices do not re sterilize or re use either catheter potential hazards of reuse include infection device mechanical failure or electrical failure potentially resulting in serious injury or death. 3 use caution when performing electrosurgery in the presence of pacemakers. 4 improper use could damage insulation that may result in injury to the patient or operating room personnel. 5 do not plug device into the electrosurgical pencil with esu on. 6 keep active accessories away from patient when not in use. 7 do not permit cable to be parallel to and or in close proximity to leads of other devices. 8 do not wrap cable around handles of metallic objects such as hemostats. 9 consult the esu users guide on its proper operation prior to use. 10 do not use closure devices not indicated to close the artery used for access. Cautions: 1 only physicians trained and experienced in endovascular techniques should use the device. 2 adhere to universal precautions when utilizing the device. Precautions: 2 care should be taken during handling of the arterial and venous catheters in patients with implantable cardiac defibrillators or cardiac pacemakers to keep the distal 3 inches of the catheters at least 2 inches from the implanted defibrillator or pacemaker. 3 care should be taken to avoid attempting fistula creation in a heavily calcified location of a vessel as fistula may not be adequately formed. 4 the safety and performance of this device has not been established for pediatric patients. 5 if the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury potential adverse events. The known potential risks related to the wavelinq endoavf system and procedure a standard avf and endovascular procedures may include but are not limited to aborted or longer procedure additional procedures bleeding hematoma or hemorrhage bruising burns death electrocution embolism failure to mature fever increased risk of congestive heart failure infection numbness tingling andor coolness occlusionstenosis problem due to sedation or anesthesia pseudoaneurysm aneurysm sepsis steal syndrome or ischemia swelling irritation or pain thrombosis toxic or allergic reaction venous hypertension arm swelling vessel nerve or avf damage or rupture wound problem. Storage: store the wavelinq endoavf system in a cool dark dry place. Instructions for use: pre procedural preparations. 1 the procedure should be performed in an angiography room and carried out under x ray control. 2 patient preparation and sterile precautions should be the same as for any percutaneous transcatheter procedure the medication is decided by the physician including anesthesia and precautions to reduce pain clotting and vasospasm during the procedure according to latest scientific guidelines and with respect to the individual patient. 3 place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 4 turn on esu ensure the cut t mode is illuminated the power setting led display reads 60 w and the maximum activation time of 07 sec is set in the time led display. 5 place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug in to esu confirm indicator light changes from red to green ensuring appropriate patient contact. 6 turn off esu until ready for energy delivery in order to prevent inadvertent activation. Vascular access: 7 administer anesthesia or conscious sedation per hospital protocol. 8 secure the patients procedure arm in a restraint to prevent arm movement. 9 use tourniquet or blood pressure cuff to facilitate vessel access as required per standard protocol. 10 gain percutaneous access to target vein with a puncture needle. 11 introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion a microintroducer sheath may be used to first confirm intraluminal position of guidewire. 12 insert a 5 fr sheath into the vein over the guidewire. 13 inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure limit the dose of contrast depending on the patients residual renal function alternate contrast methods may be used at the discretion of physician. 14 gain access to target artery with a puncture needle and introduce a guidewire into the artery. 15 insert a 5 fr sheath into the artery over the guidewire. 16 using physician discretion administer anticoagulant and vasodilator intraarterially or intravenously. 17 insert a 0014 guidewire into the artery and deliver to the target av creation site. 18 insert a 0014 guidewire into the vein and deliver to the target av creation site. 19 orient fluoroscope perpendicular to the target artery and vein using guidewires ultrasound or contrast as guidance. 20 remove tourniquet or blood pressure cuff if applied. Preparation of the catheters: 21 carefully inspect the wavelinq endoavf system pouch for any evidence of damage to the sterile barrier if there is evidence of damage do not use the wavelinq endoavf system. 22 after inspection of the pouch carefully peel open the pouch and transfer the sterile wavelinq endoavf system to sterile field using standard transfer precautions endoavf creation procedure. 23 remove the arterial catheter from the packing card and inspect for damage see figures 1 3 evaluate the distal end of the catheter if it is suspected that the sterility or performance of the catheter has been compromised the catheters should not be used. 24 advance the arterial catheter over the 0014 wire and insert through the arterial sheath taking care not to kink the distal magnet arrays under fluoroscopic guidance advance the catheter to the target avf location. 25 rotate the arterial catheter until the illumination of the rotational indicators is maximized and the concave surface of the backstop is pointed at the venous wire. 26 remove the venous catheter from the packing card a removing the plug and cable bundle from the card tabs b unclip the venous handle and then slide the catheter out of its containment tube see figures 1 3. 27 inspect the venous catheter for damage if it is suspected that the sterility or performance of the catheter has been compromised the catheter should not be used. 28 catheters have a hydrophilic coating and at the physicians discretion may be hydrated prior to insertion by wiping with saline in the sterile field. 29 advance the venous catheter over the 0014 wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath grasp and insert the yellow hemostasis valve crosser though the hemostasis valve until it stops in the sheath hub grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form if the electrode appears deformed gently remove venous catheter and inspect if upon direct visual inspection the electrode appears damaged. Replace the venous catheter if venous catheter is removed and requires reinsertion reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 30 under fluoroscopic guidance advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter in this location pause to rotate the venous catheter until the illumination of the rotational indicators are maximized and the arc of the electrode is pointed at the arterial catheter adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. 31 advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop electrode should appear compressed confirm that the rotational indicators appear aligned and rotationally similar. 32 rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm if tissue thickness appears greater adjust catheter position to a thinner tissue segment. 33 with catheters in confirmed activation position remove cable tie remove preassembled insert and then connect venous catheter plug to electrosurgical pencil fully insert plug until there is no metallic surface exposed. 34 pass electrosurgical pencil hand switch connector out of the sterile field and connect it to esus monopolar 1 receiver. 35 retract or remove both 0014 guidewires from the catheter activation zone no guidewires should be present between the proximal and distal magnet zones during activation. 36 ensure tourniquet has been removed if applied. 37 do not allow catheters to move in order to minimize chance of misalignment. 38 using fluoroscopy verify final catheter and electrode position before energy delivery. 39 hold patients procedure arm at the wrist with firm pressure to minimize arm flexion and rotation during energy delivery. 40 turn on esu and again ensure the cut t mode is illuminated the power setting led display reads 60 w and the maximum activation time of 07 sec is set in the time led display. 41 while imaging with fluoroscopy deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops the electrode should visibly advance and touch the arterial backstop if electrode does not contact backstop an additional activation may be administered under the condition that the catheters have not been moved from their original position do not activate the device more than 3 times. 42 remove the venous catheter remove the arterial catheter. B5, g3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial (B)(4) that four days post the procedure post endovascular arteriovenous fistula creation using the wavelinq 4f, physical assessment was performed and the endoavf was found to be not matured. It was also reported that the subject had an adverse event of steal syndrome. The event was related to the procedure and av access circuit but not related to the device. A standard pta/bam procedure was performed as a re intervention procedure, but the procedure was unsuccessful. The subject was also reported to have left hand ischemia. It was further reported that patient had pulmonary oedema and ischemic monomelic neuropathy. Reportedly, seven days later, a second stage procedure was performed to support maturation of the arterialized vein segments with the open ligation. Approximately sixteen days later the created avf was abandoned. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial (B)(4) that four days post the procedure post-endovascular arteriovenous fistula creation using the wavelinq 4f, physical assessment was performed and the endoavf was found to be not matured. The subject was also reported to have left hand ischemia. It was further reported that patient had pulmonary oedema and ischemic monomelic neuropathy. Reportedly, seven days later, a second stage procedure was performed to support maturation of the arterialized vein segments with the open ligation. Approximately sixteen days later the created avf was abandoned. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq endoavf system products that are cleared in the us. The pro code and 510 k number for the wavelinq endoavf system products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this product lot number combination. However, the device history records review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the wavelinq device was not available for return. The event information stated that there was no wavelinq device deficiency or malfunction reported. The result of the investigation is confirmed for the reported patient adverse effects issue post endovascular arteriovenous fistula creation. The definitive root cause for the reported patient adverse effects issue could not be determined based upon the available information received from the field communications. Labeling review: the instruction for use (IFU) for this wavelinq device was reviewed and the following sections are applicable indications. The wavelinq endoavf system is intended for the cutting and coagulation of blood vessel tissue in the peripheral vasculature for the creation of an arteriovenous fistula used for hemodialysis contraindications known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation known allergy or reaction to any drugs fluids used in this procedure known adverse effects to moderate sedation and or anesthesia distance between target artery and vein 15 mm target vessels 2 mm in diameter. Warnings cautions and precautions: warnings: 1 the wavelinq endoavf system is only to be used with the approved commercially available devices specified above do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. 2 the wavelinq catheters are single use devices do not re sterilize or re use either catheter potential hazards of reuse include infection device mechanical failure or electrical failure potentially resulting in serious injury or death. 3 use caution when performing electrosurgery in the presence of pacemakers 4 improper use could damage insulation that may result in injury to the patient or operating room personnel. 5 do not plug device into the electrosurgical pencil with esu on. 6 keep active accessories away from patient when not in use. 7 do not permit cable to be parallel to and or in close proximity to leads of other devices. 8 do not wrap cable around handles of metallic objects such as hemostats. 9 consult the esu users guide on its proper operation prior to use. 10 do not use closure devices not indicated to close the artery used for access. Cautions: 1 only physicians trained and experienced in endovascular techniques should use the device. 2 adhere to universal precautions when utilizing the device. Precautions: 2 care should be taken during handling of the arterial and venous catheters in patients with implantable cardiac defibrillators or cardiac pacemakers to keep the distal 3 inches of the catheters at least 2 inches from the implanted defibrillator or pacemaker. 3 care should be taken to avoid attempting fistula creation in a heavily calcified location of a vessel as fistula may not be adequately formed. 4 the safety and performance of this device has not been established for pediatric patients. 5 if the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury potential adverse events. The known potential risks related to the wavelinq endoavf system and procedure a standard avf and endovascular procedures may include but are not limited to aborted or longer procedure additional procedures bleeding hematoma or hemorrhage bruising burns death electrocution embolism failure to mature fever increased risk of congestive heart failure infection numbness tingling and or coolness occlusion stenosis problem due to sedation or anesthesia pseudoaneurysm aneurysm sepsis steal syndrome or ischemia swelling irritation or pain thrombosis toxic or allergic reaction venous hypertension arm swelling vessel nerve or avf damage or rupture wound problem. Storage: store the wavelinq endoavf system in a cool dark dry place. Instructions for use: pre procedural preparations: 1 the procedure should be performed in an angiography room and carried out under x ray control. 2 patient preparation and sterile precautions should be the same as for any percutaneous transcatheter procedure the medication is decided by the physician including anesthesia and precautions to reduce pain clotting and vasospasm during the procedure according to latest scientific guidelines and with respect to the individual patient. 3 place esu on a flat secure surface located near operative field making sure that the ground pad and electrosurgical pencil cabling have sufficient length to be connected during subsequent procedural steps. 4 turn on esu ensure the cut t mode is illuminated the power setting led display reads 60 w and the maximum activation time of 07 sec is set in the time led display. 5 place ground pad on patient following standard guidelines for electrosurgical patient grounding and insert ground pad plug in to esu confirm indicator light changes from red to green ensuring appropriate patient contact. 6 turn off esu until ready for energy delivery in order to prevent inadvertent activation. Vascular access: 7 administer anesthesia or conscious sedation per hospital protocol. 8 secure the patients procedure arm in a restraint to prevent arm movement. 9 use tourniquet or blood pressure cuff to facilitate vessel access as required per standard protocol. 10 gain percutaneous access to target vein with a puncture needle. 11 introduce a guidewire into the vein through the needle and advance an adequate length to facilitate introducer sheath insertion a microintroducer sheath may be used to first confirm intraluminal position of guidewire. 12 insert a 5 fr sheath into the vein over the guidewire. 13 inject contrast media and perform a venogram to assess appropriateness of vessel anatomy for procedure limit the dose of contrast depending on the patients residual renal function alternate contrast methods may be used at the discretion of physician. 14 gain access to target artery with a puncture needle and introduce a guidewire into the artery. 15 insert a 5 fr sheath into the artery over the guidewire. 16 using physician discretion administer anticoagulant and vasodilator intraarterially or intravenously. 17 insert a 0014 guidewire into the artery and deliver to the target av creation site. 18 insert a 0014 guidewire into the vein and deliver to the target av creation site. 19 orient fluoroscope perpendicular to the target artery and vein using guidewires ultrasound or contrast as guidance. 20 remove tourniquet or blood pressure cuff if applied. Preparation of the catheters: 21 carefully inspect the wavelinq endoavf system pouch for any evidence of damage to the sterile barrier if there is evidence of damage do not use the wavelinq endoavf system. 22 after inspection of the pouch carefully peel open the pouch and transfer the sterile wavelinq endoavf system to sterile field using standard transfer precautions endoavf creation procedure. 23 remove the arterial catheter from the packing card and inspect for damage see figures 1 3 evaluate the distal end of the catheter if it is suspected that the sterility or performance of the catheter has been compromised the catheters should not be used. 24 advance the arterial catheter over the 0014 wire and insert through the arterial sheath taking care not to kink the distal magnet arrays under fluoroscopic guidance advance the catheter to the target avf location. 25 rotate the arterial catheter until the illumination of the rotational indicators is maximized and the concave surface of the backstop is pointed at the venous wire. 26 remove the venous catheter from the packing card. A removing the plug and cable bundle from the card tabs b unclip the venous handle and then slide the catheter out of its containment tube see figures 1 3. 27 inspect the venous catheter for damage if it is suspected that the sterility or performance of the catheter has been compromised the catheter should not be used. 28 catheters have a hydrophilic coating and at the physicians discretion may be hydrated prior to insertion by wiping with saline in the sterile field. 29 advance the venous catheter over the 0014 wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath grasp and insert the yellow hemostasis valve crosser though the hemostasis valve until it stops in the sheath hub grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form if the electrode appears deformed gently remove venous catheter and inspect if upon direct visual inspection the electrode appears damaged. Replace the venous catheter if venous catheter is removed and requires reinsertion reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. 30 under fluoroscopic guidance advance the venous catheter towards the target location until the distal magnets of the venous catheter begin to engage the first proximal magnets of the arterial catheter in this location pause to rotate the venous catheter until the illumination of the rotational indicators are maximized and the arc of the electrode is pointed at the arterial catheter adjust the arterial catheter as needed to confirm that catheters are aligned and prepared for venous catheter advancement. 31 advance the venous catheter until the arc of the electrode is congruent with concave surface of the arterial backstop electrode should appear compressed confirm that the rotational indicators appear aligned and rotationally similar. 32 rotate the fluoroscope to visualize the maximum tissue thickness distance between arterial and venous catheters confirm that the tissue thickness adjacent to the electrode housing is no greater than the width of the magnet array which is 1mm if tissue thickness appears greater adjust catheter position to a thinner tissue segment 33 with catheters in confirmed activation position remove cable tie remove preassembled. Insert and then connect venous catheter plug to electrosurgical pencil fully insert plug until there is no metallic surface exposed. 34 pass electrosurgical pencil hand switch connector out of the sterile field and connect it to esus monopolar 1 receiver. 35 retract or remove both 0014 guidewires from the catheter activation zone no guidewires should be present between the proximal and distal magnet zones during activation. 36 ensure tourniquet has been removed if applied. 37 do not allow catheters to move in order to minimize chance of misalignment. 38 using fluoroscopy verify final catheter and electrode position before energy delivery. 39 hold patients procedure arm at the wrist with firm pressure to minimize arm flexion and rotation during energy delivery. 40 turn on esu and again ensure the cut t mode is illuminated the power setting led display reads 60 w and the maximum activation time of 07 sec is set in the time led display. 41 while imaging with fluoroscopy deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops the electrode should visibly advance and touch the arterial backstop if electrode does not contact backstop an additional activation may be administered under the condition that the catheters have not been moved from their original position do not activate the device more than 3 times. 42 remove the venous catheter remove the arterial catheter. G3, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial (B)(4) that four days post the procedure post-endovascular arteriovenous fistula creation using the wavelinq 4f, physical assessment was performed and the endoavf was found to be not matured. The subject was also reported to have left hand ischemia. It was further reported that patient had pulmonary oedema and ischemic monomelic neuropathy. Reportedly, seven days later, a second stage procedure was performed to support maturation of the arterialized vein segments with the open ligation. Approximately sixteen days later the created avf was abandoned. The current status of the patient was unknown.